Event description:
It was reported that the patient has high impedance that was first observed on (B)(6) 2015. The patient was also feeling erratic stimulation recently that appears to be associated to the high impedance. There was no recent trauma for the patient. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6) 2015 it was reported that the patient underwent a full revision that day. The generator and lead were discarded and therefore could not be returned for product analysis.